Manufacturer narrative:
The lot number has been provided. A manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. This lot met all release criteria. The investigation is currently underway.

Event description:
It was reported that upon retrieval of an ivc filter, one of the filter legs was noted to be detached from the filter. No report of injury to the pt. Further information is pending.